Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm. Patient also had undergone filling of various facial areas by another medical professional (a plastic surgeon), with around 30 syringes of fillers at the time. Three years later, patient developed lesions on face and inflammatory nodules in infrapalpebral, malar, perilabial and mentual. Patient was using zinnat for sinusitis, deemed not device related. Hyaluronidase was applied. Patient still has a runny nose and decided to refer to an allergist/otolaryngologist and had another hyaluronidase, with partial improvement. Symptoms are on-going. This is the same event and the same patient reported under emdr-43167. This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.